Manufacturer narrative:
On 8/21/2019, mentor became aware that this report is a duplicate of manufacturer¿s report number (B)(4). This file has been updated to contain the most current and accurate information, and all subsequent regulatory reporting, if applicable, will take place under this report number. The full details of our investigation are below: it was reported that a 31-year-old caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast implants and suffered bilateral capsular contracture postoperatively. The patient also reported directly to FDA via mw5079602 a series of unexplained systemic symptoms, including low white blood cell count, positive ana, elevated monocyte level (13%), full body inflammation, massive weight gain, brain fog, tinnitus, major fatigue, memory loss, new onset allergies, skin condition on the knees, rashes, knee/shoulder throbbing, inflamed joints, painful breasts, and wet/swollen hands. She states in mw5079602 that she believed she had an infection as well. The patient¿s tests returned normal results. On (B)(6) 2018, she underwent bilateral explantation without removal. No device issue, such as rupture, was reported. Upon explantation, the devices were in ¿grossly normal¿ condition, per the patient¿s physician. Reason for device explant and/or reoperation: generalized illness and capsular contracture manufacturer's report number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation on (B)(6) 2009 developed bilateral baker grade unknown capsular contracture. The patient also had low white blood count, positive ana, elevated monocyte level (13%), full body inflammation, massive weight gain, brain fog, tinnitus, major fatigue, memory loss, new onset allergies, skin condition on the knees, rashes, knee/shoulder throbbing, inflamed joints, painful breasts, and hand and "wet" swelling. The patient reported that her blood is "screaming disease and infection" the patient underwent testing but everything returned negative for disease. No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The patient underwent removal without replacement on (B)(6) 2018. This report is for the one of the two implant.